Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: catheter was being placed and peel away sheath was attempting to be removed. The sheath broke with it was attempted to be peeled away, and a portion of the sheath was removed from the patient before finishing catheter placement. No patient harm or complication reported. No delay in therapy. The patient's condition is reported as fine.

Event description:
The complaint is reported as: catheter was being placed and peel away sheath was attempting to be removed. The sheath broke with it was attempted to be peeled away, and a portion of the sheath was removed from the patient before finishing catheter placement. No patient harm or complication reported. No delay in therapy. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. The sheath contained obvious signs of use in the form of biological material. Visual examination revealed the sheath did not fully tear along the score lines. The score lines were rippled and the sheath body was jagged at the point of separation. The total length of the sheath body measured to be 3.5" which is not within specifications of 2.625"-2.85" per product drawing. This indicates that the incorrect sample was returned or the incorrect product code was provided. A device history record review was performed on the reported lot with no relevant findings. The IFU provided with this kit instructs the user, "grasp tabs of peel-away sheath and pull apart, away from the catheter , while withdrawing from vessel until sheath splits down its entire length." The customer report of the peel-away sheath not splitting along the score lines was confirmed by complaint investigation of the returned sample. A device history record review was performed with no relevant findings. However, the sheath did not match the dimensional specifications. The returned sheath did not match the reported product code, indicating that either the incorrect sample was returned or the incorrect product code was reported. Based on this finding, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.